Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration/ migration of essure device: location of device') and device dislocation ('right essure was misplaced and hanging out of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included breast pain and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("other injuries/symptoms: fatigue") and pelvic pain ("pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, back pain, fatigue and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6) 2013. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Event added: right essure was misplaced and hanging out of the fallopian tube. Reporters information and medical history were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration/ migration of essure device: location of device') and device dislocation ('right essure was misplaced and hanging out of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included breast pain and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("other injuries/symptoms: fatigue") and pelvic pain ("pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, back pain, fatigue and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6) 2013. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration/ migration of essure device: location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("other injuries/symptoms: fatigue") and pelvic pain ("pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, back pain, fatigue and pelvic pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Added reporter. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Added event pain. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, back pain and fatigue outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, perforation: uterus, migration, other injuries/symptoms: fatigue, weight gain, essure confirmation test(s) conducted, specify: no were added. Plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.